Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient saw the hcp about two weeks prior to the report for irritation at the battery pocket. Further examination revealed what appeared to be an infection, so the patient was scheduled to have a battery removal. It was also noted that they had pain at the battery site. It was also reported that the battery was sticking out of the pocket and was exposed. The hcp removed the device and cultured the pocket for infection, resolving the issue. There were no further complications reported or anticipated.